Event description:
It was reported on (B)(6) 2014 by the operating room supervisor that a patient had previous sternal reconstructions using competitor plates and screw hardware. On (B)(6) 2013 the competitors product was removed due to screws backing out and was replaced with several synthes plates. The patient developed an infection and two of the synthes plates, including 16 screws, were removed on (B)(6) 2014. The sternum was fully healed so new plates were not required. The surgeon commented that he did not believe the synthes plates and screws were related to the infection. The type of infection was unknown. The screws were either 10mm or 12mm 3.0mm locking screws, with unknown lot numbers. The plate lot numbers are also unknown. No report of patient or procedure harm noted. Patient outcome is stable. No additional information provided. This is 2 of 3 report for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.